Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2026 foley catheter was inserted. On (B)(6) 2026 after confirming water, infused a total of 10cc. On (B)(6) 2026 foley catheter secured in lower abdomen. At 0:30, upon checking inside the diaper, it was confirmed the catheter had fallen out. To check for balloon damage, infusing water revealed a small hole had opened.